Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to complete troubleshooting at time of call; however, multiple attempts were made by tandem technical support to follow up with the customer, but no response was received. Customer's blood glucose was 438 mg/dl at time of alarm.